Event description:
The pump was explanted due to battery depletion after an implant duration of 49 months. No pt symptoms were reported associated with the event. The pump was replaced and returned to the manufacturer for analysis. The pt outcome after the pump replacement was reported as great.